Event description:
The target lesion was proximal to mid left anterior descending artery (lad). The vessel was an in-stent restenosis (express2 2.5x16mm) and concentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 46mm and vessel diameter was 2.5-3.0mm. The index procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/10mm) at 14 atm for 25 seconds. The 1st cypher (2.5/23mm) was implanted at 16 atm for 20 seconds. The 2nd cypher (3.0/23mm) was implanted at 18 atm for 15 seconds, proximal to the 1st cypher and overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. Approx a yr and a half later, a pulmonary biopsy was conducted. During the biopsy, the pt complained of respiratory discomfort and developed cardiopulmonary arrest. Cardiopulmonary resuscitation was conducted. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted. As of this report, the pt was still hospitalized and disturbance of consciousness persisted.

Manufacturer narrative:
This prod is distributed outside the united states. However it is similar to the us distributed drug-eluting stents. This is one of two prods involved with the reported event. The associate MFR report # is 9616099-2008-01118. Add'l info will be submitted within 30 days of receipt.